Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ae8897 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the device ruptured with extreme ease, and it was impossible to properly suture with the device. There were no adverse patient consequences reported.